Event description:
It was reported by service report that the left toprail was broken presenting sharp edges and the siderail would not latch up. The customer could not determine whether there was pt involvement, however, no adverse consequences are reported.